Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent a primary breast augmentation with an unspecified mentor saline breast implant (left) and a 275cc mentor smooth round moderate profile saline breast prosthesis (right) experienced breast pain and a breast mass on the left side and implant site calcification and a implant deflation on the right side postoperatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation with an unspecified mentor saline breast implant (left) and a 275cc mentor smooth round moderate profile saline breast prosthesis (right) experienced breast pain and a breast mass on the left side and implant site calcification and a implant deflation on the right side postoperatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.